Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
(B)(6). It was reported by that the head physician performed a suture test. The needle bent very easy.

Manufacturer narrative:
Samples received: 16 unopened pouches. Analysis and results: there are no previous complaints of this batch. Manufactured (B)(4) units of this batch. There are (B)(4) units in stock. Received 16 closed samples for analysis. The needles of the samples received have been tested for bending strength and the results fulfill product specifications: 26,47 nxcm in average. Average bending strength specification: > 25,70 nxcm. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil the requirements. Bending strength results before releasing the product were 27,21 nxcm, 26,75 nxcm and 26,50 nxcm in average and fulfilled the specifications of the product. Remarks: care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to onehalf (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.